Event description:
While treating a pt with the infant flow system, the operator reported the alarm was sounding constantly whenever fi02 was greater than 21 percent and could not be muted or reset. The pt was placed on another CPAP device without compromise.